Manufacturer narrative:
The instrument arrived with a clear visible charring at the right side of the upper jaw. There was a visual inspection of the jaw, except the blood soiling and the charring that was found, there are no further abnormalities. The mechanical function of the device was checked, the clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The instrument does not appear to have been cleaned properly during surgery, or cleaned with saline solution which would allow an arc to initiate between the carbonized residues of blood or tissue and the salt of the saline solution. The damage to the insulation tongue (dissection clip) is also an indicator of incorrect handling during cleaning of the electrodes. Therefore, the root cause is most probably user related.

Manufacturer narrative:
Manufacturing site evaluation is on-going.

Event description:
Country of complaint: (B)(6). Instrument sparked at the working end (jaws) during activation.